Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm or occlusion - unknown timing not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was treated with manual injections. Customer declined troubleshooting for insulin flow block alarm. The insulin pump will not be returned for analysis.